Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been off the pump for approximately 2 years. After the customer charged the pump to 100% the pump unexpectedly reset. Reportedly, after the reset the pump battery gauge displayed 25% charge. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.

Manufacturer narrative:
Additional information was received 9/28/2016 that the issue the customer experienced on (B)(6) 2016 was difficulty charging the pump. The customer was able to obtain a different usb cable and it was confirmed the pump was able to be successfully charged. (B)(4).